Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving fentanyl (1700 mcg/ml at 567.1 mcg/day), clonidine (150 mcg/ml at 50.04 mcg/day), and bupivacaine (15 mg/ml at 5.004 mg/day) via an implantable infusion pump. The indication for use was noted as spinal pain, failed back surgery syndrome, and non-malignant pain. The pump was implanted to help manage the patient's sacral/neuropathy/sacral causalgia/pelvic causalgia. It was reported the pump did not manage the condition as well as they had hoped so a revision was performed. The pump was revised from a 20ml to a 40ml pump. The pump was replaced due to the need to have a larger volume. The hcp replaced the pump so they could increase the flow rate while maintaining a decent refill interval. The doctor also revised the catheter, pulling it down from t10 to l1. The doctor did not feel the catheter was delivering the drug to the proper area. Both of these were done in an attempt to deliver more drug to a specific location. The hcp was wanting to bathe the bottom of the spinal cord and incoming sacral nerve. The hcp lowered the concentration of the drug but was keeping the dose the same. The hcp aspirated the catheter (3ml) and filled the new drug into the pump. The hcp was walked through programming a priming bolus. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.